Event description:
Information was received from healthcare professional via manufacturer representative regarding a spacer being used in spinal therapy. It was stated that the device fractured during implantation. Patient involved did not experience any symptoms as a consequence of this event. No further complications were reported regarding this event. Additional information was received as during implantation, the fusion cage fractured. After this occurred, it was immediately removed and there was a less than 60 mins delay in the procedure. It was stated that the procedure being carried out was fracture surgery with prosthesis implantation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.